Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), presented to the emergency department with report of receiving shock therapy while walking. Review of stored device memory noted several episodes where the device and electrode exhibited t-wave oversensing and resulted in delivery of inappropriate shock therapy. Technical services (ts) discussed potential troubleshooting and programming options. No adverse patient effects were reported. This device remains in service.